Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium coil was returned within a shipping box; within a sealed plastic biohazard pouch and within an opened axium implant coil. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface and break indicator were found to be intact. The axium implant pushwire was found to be bent at ~95.9cm proximal end. There did not appear to be evidence of mechanical detachment attempts. The coin was found against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant coil was found to be stretched and damaged within introducer sheath with what appeared to be blood residue. Blood residue was also found beneath distal outer jacket. No other anomalies were observed. Testing/analysis (including sem reports): a manual detachment was then attempted by breaking pushwire at break indicator and retracting release wire. Release wire successfully detached implant coil. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment is the bend found on the pusher or blood residue found under the distal outer jacket, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the non-detachment was not determined. Prior to coil non-detachment, no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a peripheral intervention tips (transjugular intrahepatic portosystemic shunt) procedure, the surgeon used medtronic coils to assist in embolizing the fistula. When using the third coil, the backup detachment method was used to detach it. After pulling out the detachment wire, the coil did not detach from the delivery rod, which did not ensure surgical safety. A new coil was used instead and the procedure continued. The physician made 0 attempts to detach the coil with the instant detacher and there was no issue with the instant detacher. The physician did not try to detach with another instant detacher. There were 2 manual attempts at detachment via hypotube. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for peripheral intervention tips. It was noted the patient's blood flow was high and vessel tortuosity was normal.